Event description:
Caller reported the customer was unconscious from hypoglycemia at a time when the advantage system gave a blood glucose result of 153 mg/dl within one minute of 46 mg/dl reading on paramedic's meter. Paramedics gave the customer glucose by mouth before transporting him to the hospital, where he was admitted for further treatment. Caller reported another incident in which the advantage system gave a blood glucose result of 150 mg/dl at a time when the customer was unconscious from hypoglycemia. She called paramedics, who arrived within 10 minutes and retested customer at 46 mg/dl reading on paramedic's meter. Paramedics gave the customer glucose by mouth before transporting him to the hospital, where he was admitted for further treatment. A request was made for the return of the meter and strips, replacement sent.